Event description:
We have received a product report involving a (B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: pt mentioned they had a stimulator with (B)(6) that was so old and did not charge; pt called the rep who said they need an operation of leads and battery. Agent asked questions about (B)(6) stimulator, pt was redirected to (B)(6) for further questions. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).